Event description:
Customer reported high blood glucose of 455 mg/dl. Customer stated she is in a lot of pain from a surgery she had recently and has been taking pregnazone medication. Customer also reported she experienced low blood glucose of 45 mg/dl; she considered going to the emergency room but she drank soda instead. Customer called her doctor but he was not at the office; customer has a backup plan. Customer stated the time and date are correct. Bolus history was checked and it was found that the boluses were not stopped. Troubleshoot could not be completed as the customer got disconnected. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.